Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was a failure in printed circuit board and video cable connectors. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite video system center had no image. The issue was found during preparation for use, the intended procedure was completed with a similar device, and without delay. The patient was not under anesthesia and there were no reports of patient harm or injuries.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to a faulty printed circuit board. Additional findings include the following: there was no image at the red, green, blue (rgb) / yc / video channels due to a faulty printed circuit board, the image was flickering on the digital visual interface (dvi) channel due to a faulty video connector, and a b30 scope communication error occurred due to a faulty circuit board. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.